Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. Placement difficulty was experienced and despite multiple positions, high thresholds, low sensing and pacing impedance measurements greater than 2000 ohms were observed. The lead was identified to have moved from it's position. Therefore, additional efforts were made to reposition the lead; however, the helix would no longer extend and tissue was visualized within the helix mechanism. A replacement rv lead was implanted. This lead that was attempted is expected to be returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection showed that the polytetrafluoroethylene (ptfe) insulation was bunched and conductor coils were deformed which is consistent with the lead being placed through a constricted area. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. Placement difficulty was experienced and despite multiple positions, high thresholds, low sensing and pacing impedance measurements greater than 2000 ohms were observed. The lead was identified to have moved from it's position. Therefore, additional efforts were made to reposition the lead; however, the helix would no longer extend and tissue was visualized within the helix mechanism. A replacement rv lead was implanted. This lead that was attempted is expected to be returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
This product is expected to be returned for evaluation. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection showed that the polytetrafluoroethylene (ptfe) insulation was bunched and conductor coils were deformed, consistent with the lead being placed through a constricted area. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A helix mechanism test confirmed it did not extend and retract as expected. Based on the reported clinical observations and the laboratory findings, it appears this lead was damaged while being maneuvered in a constricted space. Subsequently, the deformed conductor coils prevented adequate torque of the lead to successfully extend and retract the helix.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. Placement difficulty was experienced and despite multiple positions, high thresholds, low sensing and pacing impedance measurements greater than 2000 ohms were observed. The lead was identified to have moved from it's position. Therefore, additional efforts were made to reposition the lead; however, the helix would no longer extend and tissue was visualized within the helix mechanism. A replacement rv lead was implanted. This lead that was attempted is expected to be returned for evaluation. No adverse patient effects were reported.